Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clincial trial EU launch. It was reported that 36 days following a coronary artery drug eluting stenting procedure, the patient experienced a target vessel reintervention (tvr). At the time of the index procedure, it was noted that the patient had left main disease, and multi-vessel disease, and two target lesions were identified, and treated. Target lesion one was a long, de novo, severely calcified, 90% stenosed lesion measuring 3.22x40mm extending from the left main coronary arter (lmca) to the mid lad (left anterior descending). Target lesion one was pre-dilated with a 2.5x20mm guidant voyager balloon, treated with two taxus liberte stents ( 3.5x20 and 3.0x32mm) deployed at 14 atm, and post dilated using a 3.0x20mm guidant voyager balloon at 14atm. Target lesion two was identified as a de novo, bufurcated, y-shaped, severely calcified, 90% stenosed lesion measuring 3.5x15mm in the proximal cx (circumflex). Target lesion two was pre-dilated with a 3.0x20mm guidant voyager balloon, treated with this 3.5x24mm taxus liberte stent deployed at 14atm, and post dilated using a 2.0x20mm guidant voyager balloon at 16atm. Target lesion two was noted to have a dissection follwing the procedure. Treatment for the dissection is unkown. The patient was discharged 5 days following the procedure on aspirin and plavix. The patient experienced a tvr o the distal cx 36 days following the index procedure. The cistal cx saw 90% stenosed, and two stents were implanted, one bare metal abbott flexmaster stent, and one taxus liberte drug eluting stent. It was reported that the stenosis was not in-stent restenosis, and the event was resolved, and unrelated to this stent. The patient was reported to be asking aspirin, and plavix at the time of this event. This product is only ous approved, but it is similar to a marketed us device.